Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the user guide states before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance to the complaint description. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) stated that the patient was hospitalized for peritonitis. Upon follow up, the pdrn stated the patient presented to the hospital with abdominal pain, cloudy effluent fluid, and fibrin in the pd catheter. The pd catheter is not a fresenius product. The hospitalization dates are (B)(6) 2020 to (B)(6) 2020. The pdrn stated that the cause of the patient¿s peritonitis was touch contamination. The patient¿s culture results were positive for peritonitis. The cultures taken on (B)(6) 2020 presented enterobacteriaceae and a white blood cell count (wbc) which presented a slight increase in wbc¿s. The patient was prescribed intraperitoneal vancomycin 15mg/kg initially and the frequency and duration was not provided. The pdrn stated the patient¿s antibiotics were changed to intraperitoneal gentamycin 1800mg on (B)(6) 2020 and the frequency and duration was not provided. The pdrn indicated that the patient underwent continuous cyclic pd (ccpd) on the liberty select cycler throughout the hospital stay. The pd prescription for the patient includes 2.5% delflex, 1500ml for 6 cycles with a last fill of 1000ml, and no daytime drain; pertinent past medical history includes end-stage renal disease. The cassette used by the patient was discarded and is not available to be returned to the manufacturer for evaluation. Clinical investigation: a temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty select set, and the adverse event of peritonitis, characterized by the presence of abdominal pain and cloudy effluent fluid. It is well established for patients undergoing peritoneal dialysis (pd) therapy are at high risk for infections of the peritoneum. Causality for the events was attributed to an episode of touch contamination, which is further supported by the presence of gram-negative bacteria that is a well-known contributor to pd-related peritonitis. Based on the available information, there is no allegation or objective evidence indicating a fresenius device(s), product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events.